Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. System performance indicator of quality control recovery on the day of the event did not demonstrate an issue with the system. The customer reported some of the samples in this event were short draws. Although use error may have contributed to this event, use error cannot be confirmed as the customer was unable to specify which samples contained insufficient tube volume. Although a beckman coulter field service engineer (fse) serviced the instrument, there is insufficient evidence to confirm a hardware malfunction was the cause of this event. The customer reported one falsely elevated hstni result was generated on (B)(6) 2021, several days prior to the system check failure and hardware interventions performed by the fse. The customer did not provide dates or sample recovery details for any additional erroneous results involved in this event. In conclusion, due to time elapsed between the generation of the erroneous result and troubleshooting the dxi instrument, and the inability to identify which samples contain short draw volume, an assignable cause of the event cannot be determined. There is insufficient evidence to confirm a reagent or hardware malfunction was the cause of this event.

Event description:
On (B)(6) 2021 the customer reported obtaining non-reproducible troponin I (access high sensitivity troponin I) results for multiple patient samples involving the laboratory's dxi 800 access immunoassy w/spot b analyzer ((B)(4)). The customer noted to be aware of at least seven (7) hstni patient samples that received erroneous (non-reproducible) results. The customer did note some of the discrepant results were released from the laboratory and others were not. The customer declined to provide specific recovery details for all the samples in this event. Only the following samples recovery details were provided by the customer: on (B)(6) 2021, one patient had one initial hstni result of 300.1 ng/l. Upon repeat and re-centrifugation, the results were at 4.9 ng/l, 3.9 ng/l, 5.2 ng/l, 4.7 ng/l and 4.0 ng/l. Another patient had a result at 7.0 ng/l, repeated at 600 ng/l and 9 ng/l. No date/time of analysis was provided for this second patient. On (B)(6) 2022, the customer reported to beckman coulter that one patient received treatment for coagulation. The customer was unable to provide additional information regarding treatment provided to the patient. No further information was provided. The customer reported erratic quality control recovery occurred in connection with the event. However no quality control fliers were identified on (B)(6) 2021 when the non-reproducible hstni result was generated. On (B)(6) 2022, the customer ran a system check which failed the washed portion. The customer replaced the aspirate probe and duckbill valve. The customer primed the system. The customer repeated the system check which failed the washed portion so a beckman coulter fse (field service engineer) was dispatched to the customer site on (B)(6) 2022. The fse aligned the aspirate probe plate and dispense probe plate. The fse cleaned the wash pumps. The fse replaced the aspirate probes and dispense probes. On (B)(6) 2022, the fse replaced the wash pump belt/clip, substrate probe, and mixer spinners. After completing instrument repairs, the fse verified the system performance with high sensitivity system check and system check. Samples tube collection type were lithium heparin plasma 7ml tubes. The customer noted centrifuged at 4125 rpm [revolutions per minute] for 4-5 minutes. The customer noted prior to repeating samples they were re-centrifuged. The customer noted some samples were short draws and some had turbidity. No further sample information was provided.